Event description:
The customer's wife reported that at 5:42 pm she found her husband incoherent and he could not speak. At this time the wife tested the customer's blood glucose and received a result of 43 mg/dl on his guide system. The wife attempted to treat the customer with orange juice, however the customer was unable to drink it. The wife then administered one tube of glucose gel. At 5:45 pm the customer's daughter called the emt's. At 5:52 pm the wife retested the customer's blood glucose, after he had consumed the glucose gel, and received a result of 72 mg/dl. The emt's arrived at 6:00 pm and tested the customer and received a blood glucose result of 25 mg/dl on their professional meter. The emt's treated the customer with 2 IV bags containing dextrose. The customer recovered and felt better after 20 minutes. The customer was not transported to the hospital. Prior to the emt's leaving, they obtained a result of 79 mg/dl at 7:00 pm. The customer was stable at this time.